Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the built-in ccd cable being disconnected/shorted due to stress applied to the universal cord or video cable or the ccd unit failed due to corrosion of the metal contacts on the master and slave board. The event can be detected/prevented by following the instructions for use which state the following: 1) "do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." 2) "do not coil the video cable or universal cord with a diameter of less than 12 cm. Endoscope damage can result." 3) "do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connectors, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result." 4) "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and video system center may malfunction." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and an image issue was found during device evaluation (b30 scope communication error). In addition to the findings reported in the event, the light guide tube was scratched, the video cable was twisted and the contact points of the main and auxiliary electrical plug boards were corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope image was abnormal. The event was found during inspection before use. The intended procedure was a therapeutic laparoscopic surgery, and it was completed using another device. There was no report of patient harm associated with this device. During inspection of subject device, a b30 communication error (no mage) was displayed when inserting the auxiliary board, due to charge coupled device being damaged. This MDR is being submitted to capture the reportable malfunction found during evaluation.